Event description:
Pt reports that one pump is not functioning properly (sn (B)(4)). Gives stop message. Pt tried to use several buttons with no access. Pt was able to switch to backup pump and no adverse event occurred due to pump malfunction. No other info known. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.